Event description:
It was reported that entrapment occurred. The target lesion was located in the left circumflex artery. A non-boston scientific guidewire crossed the lesion and a 24 x 2.50 promus premier drug-eluting stent was advanced. However, during the procedure, the stent was stuck/locked on the guidewire and could not be advanced. The guidewire was cut off and the devices were removed together with the guide catheter the procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.